Event description:
Patient presented to operating room (or) on [date redacted] for revision of tibial hardware. During the procedure a drill bit broke while inside of the patient's bone. All pieces of the bit were removed from the patient and accounted for, collected in a cup, and removed from the surgical field. The pieces were then given to management. Per the intraoperative x-ray films, no fragments were left inside the patient.